Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the occlusion balloon (subject device) ruptured. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the returned balloon catheter was found ripped from its proximal side, rolled over its distal tip section and 360 degrees around the flow gate. Also, the catheter was severely kinked and compressed on several places along its length. Functional testing could not be performed due to the physician damaged noted to the balloon conforming the reported complaint of balloon rupture. Additional information provided by the customer confirmed that the device was prepared as per device direction for use (dfu) and was in a good condition prior to the procedure. Also, the additional information indicated that the patient¿s anatomy was a little tortuous and this is a known issue that can cause damage to the balloon catheter during procedure. As per the dfu: "never advance or torque catheter against resistance without careful assessment of cause of resistance using fluoroscopy. If cause cannot be determined, withdraw catheter. Movement against resistance may result in damage to vessel or catheter". Based on the available information and device analysis, it is probable that the procedural factors encountered during procedure contributed to the reported 'nv - balloon has hole/perforation', and to the analyzed 'nv - balloon has hole/perforation', and 'nv - balloon catheter kinked/bent'¿ therefore, an assignable cause of procedural factor was assigned to this investigation.

Event description:
It was reported that during procedure, the occlusion balloon (subject device) ruptured. There were no clinical consequences to the patient.